Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2020. Explant date: (B)(6) 2020. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336700, model: sc-8336-70, serial: (B)(4), batch: 19196955.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent an explant procedure, and the patient was doing well. The explanted devices were kept by the medical facility.